Event description:
It was reported that customer looked to review product practice in regard to the 100ml silicone closed wound evacuator being connected to wall suction. There were a few sentences in the product instruction for use that customer would like some clarity on. Customer stated the dimensions of the inlet port on bulb evacuator had been changed. They used to directly connect suction tubing to this connection and use continuous wall suction. Now that the port size had been reduced, they were no longer able to get a snug connection to wall suction. Representative advised this need to be investigated. Any changes to the device should be tested so as not to affect form, fit or function. Advised this was an off-label use of the product and bd cannot promote this use or comment on the safety or effectiveness of using this device off label.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer looked to review product practice in regard to the 100ml silicone closed wound evacuator being connected to wall suction. There were a few sentences in the product instruction for use that customer would like some clarity on. Customer stated the dimensions of the inlet port on bulb evacuator had been changed. They used to directly connect suction tubing to this connection and use continuous wall suction. Now that the port size had been reduced, they were no longer able to get a snug connection to wall suction. Representative advised this need to be investigated. Any changes to the device should be tested so as not to affect form, fit or function. Advised this was an off-label use of the product and bd cannot promote this use or comment on the safety or effectiveness of using this device off label.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.